Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, an embovac catheter (ic71132ca, 30392890) was advanced well into the m1 segment and aspirated. During retraction, the distal flexible segment became hooked to the y hub. By pulling on the embovac, the catheter has stretched massively. The catheter could not be pulled out of the hub. Both components had to be replaced. The devices were removed from the patient without additional intervention. The procedure was successfully completed with a cat5. There was no patient injury reported. The surgery was delayed by 10 minutes due to the reported event. After the embovac was stuck, a higher force was applied to try to release the embovac. Unfortunately, this was not possible. The device did not become kinked or bent prior to the event. An adequate flush was maintained through the devices. There was no alleged product malfunction with the embotrap. A microcatheter trevo pro 18 and flogate ii 85cm were also used during the procedure. The concomitant devices functioned as expected. One non-sterile 132cm embovac 71 asp. Catheter was received inside of a pouch. The device was received with the distal body attached of a rhv valve, some residues of dry saline solution and dry blood could be noted inside of it. The received device was visually inspected and the body was found in good normal conditions. After the device was removed of the rhv valve a microscopic inspection was performed and it was noted that the device had several stretched conditions with the internal braid wires exposed. No other damages were noticed. Multiple attempts were made to remove the dried saline solution and dry blood residues that were inside of the rhv valve. The device was submerged on warm water and it was possible to remove the residues to allow the device to get out. A manufacturing record evaluation was performed for the finished device 30392890 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft)-unraveled/stretched¿ was confirmed since during the inspection it could be noted that the distal body of the device was found with several stretches. The complaint reported by the customer ¿distal tip- withdrawal difficulty - - through sheath¿ could not be evaluated since during the inspection it was noted that the device had several stretched conditions and some of the braid wires were noted exposed, however, these conditions may be the result of the difficulties being experienced during the withdrawal of the device, and due to this the complaint was confirmed. The stretched conditions and the exposed braid wires noted on the device appear to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The analysis suggests that the failure reported by the customer could not be related to the manufacturing process. Withdrawal difficulty is a known potential issues associated with the use of the device. The instructions for use (IFU) contain instructions and cautions regarding the proper usage of the device. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint#: (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy, an embovac catheter (ic71132ca, 30392890) was advanced well into the m1 segment, and aspirated. During retraction, the distal flexible segment became hooked to the y hub. By pulling on the embovac, the catheter has stretched massively. The catheter could not be pulled out of the hub. Both components had to be replaced. The devices were removed from the patient without additional intervention. The procedure was successfully completed with a cat5. There was no patient injury reported. The surgery was delayed by 10 minutes due to the reported event. After the embovac was stuck, a higher force was applied to try to release the embovac. Unfortunately, this was not possible. The device did not become kinked or bent prior to the event. An adequate flush was maintained through the devices. There was no alleged product malfunction with the embotrap. A microcatheter trevo pro 18 and flogate ii 85cm were also used during the procedure. The concomitant devices functioned as expected.